Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went to blank display immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a constant tone occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio or beep anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.